Manufacturer narrative:
(B)(6), the pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the patient experience blood glucose (bg) of 350 mg/dl with large ketones and vomiting. The patient's health care provider reportedly advised the family member to give a correction injection; she stated that she administered the recommended injection and the patient's bg was 240 mg/dl. She stated that the patient "feels better". The family member refused to troubleshoot the pump, as she thought the bg excursion was due to a site or insulin issue. Troubleshooting indicated that the site/set and cartridge all appear normal, and are two days old. The family member was able to successfully bolus into the air while on the phone with customer support. The patient was reportedly disconnected from the pump while troubleshooting. The family member stated that the site/set would be changed and the patient would resume insulin pump therapy. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycaemic episode while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: due to continued use of the pump, any information from the event date was overwritten in the pump¿s history. The available dates in the pump¿s history were from (B)(6) 2013. There were no errors or alarms related to complaint observed and the user¿s programmed basal rates were correctly reflected in the pump¿s history. During testing, a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.